Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR#: 2134265-2013-07014. (B)(4) study. It was reported that in-stent restenosis, shortness of breath, chest pain and angina occurred. In february 2012, the subject presented due to stable angina and cardiac catheterization was recommended. The index procedure was performed. Target lesion #1 was a de-novo lesion located in the mid left anterior descending (lad) artery extending to distal left anterior descending (lad) artery with 75% stenosis and was 8 mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with pre-dilatation and placement of a 2.50 mm x 12 mm and 2.50 mm x 12 mm ion stents in an overlapping manner. Following post dilatation, residual stenosis was 0%. One day post procedure the subject was discharged on aspirin and prasugrel. In (B)(6) 2013 the subject presented with shortness of breath and chest pain on exertion. He had been experiencing the same for the past 3-4 months. Due to this progressive stable angina, cardiac catheterization was recommended. In (B)(6) 2013, 90% distal edge restenosis of the study stent placed in the mid lad treated with balloon angioplasty and the placement of 2.75 mm x12 mm promus element stent. Following post dilatation residual stenosis was 0%. Additionally, the 80% stenosis in the distal left anterior descending (lad) was treated with balloon angioplasty and the placement of 2.5 mm x 12 mm promus element stent. Following post dilatation residual stenosis was 0%. One day post procedure, the event was considered resolved without residual effects.